Manufacturer narrative:
Investigation findings: an evaluation of the bur guard found a worn bearing, and noted that this unit is overdue for preventive maintenance. Last date of service is june 2007. The handpiece in use during this event is submitted under report number 1017294-2008-00080. The info for use (IFU) provides the following info for the user regarding this device: warnings: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer will be contacted with add'l info on this device.

Event description:
The customer reported that during use of this bur guard with a drill, the collet of the drill felt hot. Although the heat was noted in the collet of the handpiece, the surgeon switched out both the drill and bur guard to continue the surgery. There was no serious injury and no surgical delay associated with this event.